Event description:
It was reported that the customer was experiencing blood glucose levels from 200 mg/dl to 400 mg/dl. The customer stated that he gave himself a manual injection of 15 units due to his high blood glucose levels. The customer stated that he was having to still give himself manual injections despite being on the insulin pump. The customer had increased his basal amounts to 2 units per hour. The customer's insulin pump was notifying him to put in 3.15 units of insulin. The customer was unsure of what the issue was. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.